Manufacturer narrative:
D3 - manufacturing plant address, state, and zip code corrected. One device was received for evaluation. Functional testing was able to duplicate the reported problem. It was determined that the root cause was due to the out of calibration downstream occlusion (dso) sensor. The upstream occlusion (uso) sensor was also out of calibration. The dso and uso sensors were calibrated. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a cassette detect error. No additional information was provided.

Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.